Manufacturer narrative:
Product analysis: analysis was able to confirm a black screen occurred on the programmer. Analysis determined that the black screen was due to a spontaneous restart which was suspected to be due to the power supply as replacing the power supply resolved the issue. Analysis also noted that the electrocardiogram (ECG) connector on the module board had a loose connection and error codes were found tin the software history. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the black screen occurred on the programmer during an implant procedure. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.